Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout the electrical and inner insulation tests were within normal limits. However, testing of the outer insulation integrity did not pass due to slight separations between the silicone insulation and the tip ring electrodes. It appeared that force was applied to the lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture in all pacing vectors, and it was discovered that the lead had pulled back into the atrium. The physician suspected that the suture sleeve on the lead was disrupted during the patients previous device replacement procedure, which led to the lead migration. The lead was later explanted and replaced. No additional adverse patient effects were reported.